Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt. Functional check was performed. The pump ran 2 minutes, 30.38 seconds and the pump alarmed at 2 minutes and 30.37 seconds. A battery loss alarm test was performed and passed. Error codes could not be obtained from the device event history log as the jack was inoperable. Results: the customer reported problem was duplicated as ?accessory jack not working? Was experienced during the investigation. Unable to verify the cause of continuous alarms. Tested with cord remote connector and the jack (dose connector) was inoperable. Root cause for the reported event would be attributed to a defective downstream sensor. Who caused the reported event is unknown and cannot be determined. Actions needed to correct the problem would include replacement of the downstream sensor and jack for the dose connector. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Information was received that it was also reported that the accessory jack was not working.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device kept alarming once the batteries were inserted. It is unknown if there was no patient, or clinician injury associated with this event.